Manufacturer narrative:
This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system was implanted during a synthetic mid-urethral sling, anterior repair, and cystoscopy procedure performed on (B)(6) 2018, for the treatment of stress urinary incontinence and cystocele. Findings showed that the patient had stage ii cystocele, normal cystoscopy with good ureteral spill of urine bilaterally and good sling placement with no bladder injuries. On (B)(6) 2019, the patient underwent revision of the mid-urethral sling and cystoscopy procedure for the treatment of urinary obstruction. During the revision procedure, the sling was transected on both the right and left sides. Cystoscopy was subsequently performed, and it was found that the patient had no bladder or urethral injuries and had good ureteral spill of urine bilaterally.